Event description:
Reporter stated that caller from facility reported that an adult pt with pancreatitis became hyperglycemic after receiving tpn compounded by the unit. The caller stated the technicians do not prestretch tubing before installing a transfer set and do turn the rotors to properly seat the transfer set tubing. The caller was advised not to use the unit, which was sent to product services for evaluation. F/u with caller: pt taken off tpn when he complained to his physician of feeling he was on a "sugar high"; no other treatment. Apparently no blood glucose levels were done at the time. Caller reported that when she questioned physician about this, the reply was that the pt's pancreatic enzymes were still elevated.

Manufacturer narrative:
Analysis of dectrose concentration in tpn compounded by the unit: two aliquots of tpn from the bag that was hanging at the time the pt complained of what may have been hyperglycemia were sent by facility to MFR for analysis of dextrose concentration. Average dextrose concentration of the 2 aliquots = 24.5%. Concentraion listed on label of bag = 25.7%.